Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as patients were not initially implanted with biomet product. The initial report should be voided.

Event description:
Information was received based on review of a journal article titled, "clinical and radiological results over the medium term of isolated acetabular revision" which was conducted to evaluate the clinical and radiological results over the medium term (>12 month follow-up mean 36, max 60) of isolated acetabular revisions surgery using a porous hemispheric revision shell matched with a cemented all-poly cup and large diameter femoral head using the regenerex revision shell manufactured by biomet. The study consisted of thirty-three (33) patients with total hip arthroplasty revisions completed between january 2009 and december 2012 who had isolated acetabular revisions with a porous hemispheric revision shell matched with a cemented all-poly cup and large diameter femoral head. The mean follow-up was thirty-six (36) months. One (1) patient died from unrelated illnesses and two (2) patients were lost to follow-up. Preoperative diagnoses were: twenty-six (26) patients with aseptic loosening, three (3) with implant instability, and four (4) revisions due to metallosis. Early complications occurred in four (4) patients: superficial infection in two (2), deep-vein thrombosis in one (1), and postoperative early dislocation in one (1). At the final follow-up, two (2) patients showed thigh pain and only four (4) hips presented with mild groin pain. In three (3) patients, osteolysis around the screws was noted, without any change of the cup orientation and without evident evolution. In conclusion, selective acetabular revision with a porous hemispheric revision shell matched with a cemented all-poly cup and large diameter femoral head is a reliable alternative (with excellent clinical success over the medium term.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown catalog number, lot number and expiration date - unknown date implanted - unknown dates explanted - unknown initial reporter -the article was written by piolanti, n. Et al; the scientific world journal, volume 2014, article ID 148592, 7 pages, http://dx.doi.org/10.1155/2014/148592 manufacture date ¿ unknown. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
Zimmer biomet complaint- (B)(4) upon reevaluation it has been determined that this report should not be voided and is being reported again. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This product is not manufactured by the reporting firm. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Piolanti, nicola (2014). Clinical and radiological results over the medium term of isolated acetabular revision. The scientific world journal, vol. 2014, article ID 148592, 7 pages. Http://dx.doi.org/10.1155/2014/148592 .

Event description:
Information was received based on review of a journal article titled, "clinical and radiological results over the medium term of isolated acetabular revision" which was conducted to evaluate the clinical and radiological results over the medium term (>12 month follow-up mean 36, max 60) of isolated acetabular revisions surgery using a porous hemispheric revision shell matched with a cemented all-poly cup and large diameter femoral head using the regenerex revision shell manufactured by biomet. One (1) patient experienced postoperative early dislocation which happened during a possible wrong movement of the patient from the operative room to the ward in a patient under spinal anesthesia. The dislocation was reduced with external maneuvers and at the last follow-up never happened again.